Manufacturer narrative:
This report is being submitted to report additional information.

Event description:
It was reported that a patient developed an infection less than one year post implantation and was revised. This patient was revised several times as ongoing therapy. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown stem, unknown, unknown, unknown head, unknown, unknown, unknown liner, unknown , unknown, unknown screw, unknown. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07515, 0001825034 - 2017 - 07516, 0001825034 - 2017 - 07517, 0001825034 - 2017 - 07518.

Event description:
It was reported that the patient underwent an initial surgery. After the procedure, the patient developed an infection less than one year post implantation. The patient has been indicated for revision. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: ep-043664 ringloc-x e1 std 64/36mm 27 03538854 103533 ti low profile screw 6.5x30mm 2017011260. 103535 ti low profile screw 6.5x40mm 2016100689. 103531 ti low profile screw 6.5x20mm 2016100190. 103532 ti low profile screw 6.5x25mm 2016110321. 103531 ti low profile screw 6.5x20mm 2016100189. 103531 ti low profile screw 6.5x20mm 2016100190. 103532 ti low profile screw 6.5x25mm 2016110321. 103533 ti low profile screw 6.5x30mm 2017011260. Unk competitor head. Unk competitor stem. Reported event was confirmed by review of the provided op notes. Per the review, the patient was revised due to infection. X-rays were received and reviewed. Per the review, anterior dislocation of the femoral head (competitor product) was identified. Infection or cause of infection cannot be confirmed or excluded radiographically. No evidence of component loosening. No abnormal radiolucencies or evidence of loosening. Bone quality appears osteopenic. Patient anatomy is unremarkable. No other contributing factors. No definite evidence of chronic infection. The custom flange arthroplasty device appears appropriate in size. Lateral angle of inclination, anteversion, and center of hip rotation measurements cannot be determined on the images obtained and with the device used. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report additional information.